Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired but clips would not close. This happened on the first firing of the device. The case was completed with another device of the same product code that worked as intended. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. The instrument was cycled and one conforming clip was fed and formed and twelve clips were ejected; the lockout mechanism was found non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred. It could not be determined what may have caused the lockout failure; please note this incident is not related with the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.